Event description:
The customer stated, the audio tones were not functioning. Troubleshooting was performed and the insulin pump did not beep during the tone test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.